Event description:
A distributor has contacted baxter greece to report system error 2240 issues during the last several months. The distributor reported that the problems began in (B)(6) 2010. According to the distributor's statement these is something wrong with the production and quality control of the product. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).